Event description:
It was reported the patient's blood glucose level rose to 16mmol/l (288mg/dl) while wearing the pod between 1and 4 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent and insulin leakage observed. Despite correction attempts through the loop app, their blood sugar did not decrease. After 3 hours, they had to administer corrections using a pen needle and replaced pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.